Event description:
Patient reported approximately one month after event occurred. A prescription mouth guard was inadvertently swallowed by a patient and became lodged in the esophagus. This required hospitalization and endoscopy to remove the mouth guard.